Manufacturer narrative:
Device was not returned for analysis of complaint. No event history log provided. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Event description:
It was reported that the pump was alarming no disposable clamp tubing again. They instructed to turn the pump off, close a clamp on the tubing and remove the cassette. No bubbles observed in the tubing. Tubing massaged, cassette tapped on a firm surface and reattached. Clamp opened and settings reviewed. Rate confirmed on the 5-fu label. Pump started. The screen reads run reservoir volume 44.8 ml. The pump then began to alarm no disposable clamp tubing. Above steps repeated a second time. The screen reads run reservoir volume 44.8 ml and then began to alarm no disposable clamp tubing. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.